Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument. It was reported that the site has a thoracic probe with a bent tip. It was unknown if the probe could pass verification. This was reported outside of a procedure. No patient was involved with this event.